Manufacturer narrative:
(B)(4). Pump passed selftest and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error after performing self test. Customer was able to clear the alarm and able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.